Manufacturer narrative:
Date of event: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that removal difficulty occurred. During percutaneous coronary intervention (pci) procedures with the 3.50 x 16 synergy drug eluting stent, following nominal balloon inflation, it has been noted the balloons are difficult to remove. Force is required to remove. The device has been able to be removed normally while the balloon was fully deflated. The procedures were reported as completed with no patient complications.